Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. Prior to the procedure, it was noted that the plastic tube was broken but still attached, right out of the package. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Results: inconclusive - the two needles were on the passers and the mesh was complete with the plastic and connected to the needles. The needle was bent and in a position where the passer was not fully inserted into the needle. There is evidence that the product was used because of the obvious signs of blood on the product. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.